Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the laparoscopic coagulating shears would not line up when it was being put together. 6/11/98 an add'l laparoscopic coagulating shears was pulled to complete the case. There was no consequence to the pt.